Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the additional post dilation that was performed may have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post placement of the 26mm sapien xt 50/50 in the native aortic annulus, the valve was evaluated and 2+ central aortic insufficiency (cai) was noted. The valve was post dilated with the same delivery balloon. After post inflation, the patient still had 2+ cai and a pericardial effusion was noted on echo. The patient had to have a pericardial window through a sub xiphoid approach. An annular rupture was noticed that extended up the ascending aorta. 200-300 cc were drained from the effusion. The patient remained stable and was taken to the ICU the patient¿s native annulus diameter was 20x24mm with an area of 388mm2. There was moderate native annular calcification, moderate leaflet calcification, and mild aortic root calcification. Post dilation was thought to have caused the rupture.